Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was also evaluated and following observations noted: the diaphragm in the pressure sensor was cracked. The catheter material is severely crimped in several places. We were unable to perform testing. Based on the above evaluation, it appears that inadequate use by the customer has caused the actual damages and the difficulty reported by the customer. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that after an MRI, the sensor showed 140mmhg. The doctor said the MRI was done according to the recommended procedure. Before the MRI, the sensor showed normal value. As a result the sensor was removed and replaced with a new one.